Event description:
The unit was being set up to provide CPR to a patient in cardiac arrest. It was reported that after setup it was noticed that the oxygen input hose was not secure, so the device was removed. The unit was damaged during the removal. The user stated that it was banged against the cot. There was no death or serious injury involved in the event.